Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-03375.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty combined with a latissimus dorsi tendon transfer. Subsequently patient was revised due to instability. During the revision, the baseplate was revised due to malpositioning and the humeral poly was noted to be disassociated with medial wear. All components except the humeral stem were removed and replaced. A retentive liner and a humeral spacer were implanted.